Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned sample met specification as received. Details regarding a visual inspection were not provided. There was no patient injury. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found the device was performing according to specifications. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the unit had an incomplete sealing. There was no patient injury. No further information available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the unit had an incomplete sealing. There was no patient injury.